Manufacturer narrative:
Findings: pump passed displacement test. Unit was received with broken off the belt clip rails and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her daughter experienced low blood glucose levels of 54 mg/dl. Customer's mother called in to report daughter fell outside and the pumps belt clip broke. The fall also left the pump with scratches on the right side of the lcd screen. The customer's mother did not report any symptoms. The customer was treated for the low blood glucose with half a cup of soda. Customer¿s blood glucose level was unknown at the time of the call. The customer was assisted with cosmetic damage troubleshooting. The product was returned for analysis.